Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing its contact. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The pump does not meet specs due to the damaged battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested for return and the customer was returned the device.